Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Mw5153800: customer reported that jackson-pratt drain was placed in patient monday, following panniculectomy. Patient evaluated with jp tubing amputated at glued portion of tubing and tunneling device consistent with failed/faulty jp drain. Tunneled tubing was embedded into the abdominal wall requiring repeat surgery and removal of foreign body. No other manufacturer jp drain available. Patient was discharged without sequela.

Manufacturer narrative:
Device history record review for batch number p22114003 showed (B)(4) pieces produced 08/22/23, with expiration date of 01/24/2028. A sample was returned for evaluation with a wire tied around the connection point. The supplier¿s in-process control contains tensile strength test of every batch of drains. Testing from retained sample from the same batch passed tensile strength test and the result was compliant within test specification. Based on testing and the information provided, the root cause cannot be determined.